Event description:
It was reported that the pt is intra-aortic balloon pump (iabp) dependant and cannot be weaned off the pump. While in the operating room, the iab was prepped and the md inserted the sheath via the femoral artery. While the md was inserting the iab through the sheath, the iab "unfurled" and could not pass through the sheath. The md requested another iab and this iab was inserted without event.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.